Event description:
Freestyle libre 2 glucose monitor is reading about 3 times lower than actual blood reading and my father was relying on its functionality to inject his insulin. His glucose monitor showed 53 and his actual blood reading was 129. The second time his monitor reading was 78 and his actual blood reading was 361. This is outrageous. He was hospitalized as his blood sugar started going nuts due to poor tools to administer a highly sensitive drug. Blood tests were accurate. Freestyle libre reading if 53 or 78 completely off.